Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the patient's right atrial lead (ra) lead exhibited over-sensed noise. Technical services (ts) were contacted for troubleshooting recommendation. Ts reviewed the lead diagnostics which showed values within normal limits. Ts recommended an in-person follow-up evaluation for the patient. The ra lead remains in service and no adverse patient effects were reported.